Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration / perforation / perforation of essure through l. Cornua') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypothyroidism, dysfunctional uterine bleeding, hypertension and pelvic adhesions. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), pelvic pain ("pain"), dyspareunia ("dyspareunia"), female sexual dysfunction ("apareunia"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal/digestive system condition"), alopecia ("hair loss"), migraine ("migraines / headaches") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (tlh bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, genital haemorrhage, pelvic pain, dyspareunia, female sexual dysfunction, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, migraine and nausea outcome was unknown. The reporter considered alopecia, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, migraine, nausea and pelvic pain to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration / perforation / perforation of essure through l. Cornua') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypothyroidism, dysfunctional uterine bleeding, hypertension and pelvic adhesions. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), pelvic pain ("pain"), dyspareunia ("dyspareunia"), female sexual dysfunction ("apareunia"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal/digestive system condition"), alopecia ("hair loss"), migraine ("migraines / headaches") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (tlh bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, genital haemorrhage, pelvic pain, dyspareunia, female sexual dysfunction, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, migraine and nausea outcome was unknown. The reporter considered alopecia, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, migraine, nausea and pelvic pain to be related to essure (ess205). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.